Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that customer experienced keypad anomaly. It was reported that buttons responded intermittently and was getting worse. Caller reported that issue occurred even after changing batteries. It was reported that insulin pump also received a failed battery test alarm and display turned black. Customer's blood glucose was unknown. Customer does not know what caused anomaly. Troubleshooting was performed and insulin pump was being replaced.